Event description:
It was reported that the outer package as well as the individual carton for each of the olm intracranial pressure monitoring kit (1104b) were received closed by the customer. However, the "inner plastic packing" for each item was received unsealed. There were 21 units of the 1104b affected. No other info was provided. Additional clinical info has been requested.

Manufacturer narrative:
To date, the devices involved in the reported incident have not been received for evaluation. An investigation has been initiated based upon the reported info.